Event description:
The 20 french 4.5 gastrostomy tube in place this tube was placed on (B)(6) 2013 as a routine tube change. The balloon was inflated with 6 cc of water. Tube fell out did not hold water in balloon, on (B)(6) 2013 pt returned to have a new gastrostomy tube inserted via protocol.